Manufacturer narrative:
The evaluation concluded that the complaint was isolated to the speaker. No visual damage to the speaker observed.

Event description:
During evaluation and service of a n-550 unit at the tyco healthcare service center in 2006, the service technician reported a speaker failure. The unit was found to have a distorted audio sound. Technician replaced the speaker and the unit returned to proper operation.